Event description:
The customer reported the system shuts down when not commanded. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. A monitor cart fuse was replaced. The system was then found to be working as intended.